Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump has no problems but he noticed that the cap was pushed out and he pushed it back in. Customer was advised that the pump will be replaced. Customer's blood glucose was 160 mg/dl. Customer mentioned that the holster is broken and doesn't stay in place.

Manufacturer narrative:
The insulin pump received with minor scratched display window. The drive support was inspected and no anomaly was noted.